Event description:
It was reported to boston scientific corporation that a trial ureteral stent was used during a ureteral stent placement procedure in the ureter. The exact procedure date is unknown. According to the complainant, during the procedure and inside the patient, it was noticed that the pigtail was separated. Another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter state: ehime prefecture block h6: medical device problem code a0501 captures the reportable event of coil detached inside the patient. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that the proximal section bladder pigtail was torn. The suture string was not returned with the device. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the bladder pigtail of the ureteral stent was torn. This issue found could have been interpreted by the customer as the reported event of coil detached. Additionally the suture string was not returned and the device was out of the original pouch, evidence that the stent was manipulated. According to product analysis, the problem found was an issue that could have been generated by the user or due to the interaction of the device with the suture string or other devices involved during procedure. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter state: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trial ureteral stent was used during a ureteral stent placement procedure in the ureter. The exact procedure date is unknown. According to the complainant, during the procedure and inside the patient, it was noticed that the pigtail was separated. Another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.